Event description:
On (B)(6) 2014, the reporter contacted animas alleging a non-specific power/battery life issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten. The current black box revealed evidence of partially discharged batteries being installed and unacknowledged alarms resulting in the pump going into a continuous reboot condition. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specification. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.